Event description:
The following information was provided by the initial reporter: it was reported that during venepuncture procedure for white cell scan, 50ml syringe required to remove blood sample from patient and then be transported to radiopharmacy aseptic suite for white cells to be extracted and labelled for white cell scan. 3 way tap used as wide bore needle required to reduce risk of white cells being sheared. When removing 50ml syringe from 3 way tap, operator felt more resistance than normal.

Manufacturer narrative:
G.4. Applicable 510k numbers are k182589; k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.